Manufacturer narrative:
One opened probe was received. At the time of receipt the shell was observed to be separated from the rest of the shell assembly. The returned sample was visually inspected and found to be non-conforming with the shell separated from the rest of the probe assembly, confirming the received condition of the probe. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No wear was observed along the cutter. Presence of adhesive was observed on the probe shell and the front engine housing. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicates that the probe shell was detached from the rest of the probe assembly. The exact root cause of the component separation cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. An exact root cause for the component separation was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the vitrectomy probe tip separated as the connection part of the handpiece was loose and not fixed during a vitrectomy procedure. This occurred twice. The procedure was completed after replacing the product with another one. There was no harm to the patient. This is one of two reports for this event.